Event description:
Manufacturer rec'd a report from an attorney alleging that on or about january 4, 2000, the user died when a cord from the user wheelchair became entangled as the user attempted to enter the room.